Manufacturer narrative:
The user reported a low glucose event. The following example set was provided: 20-nov-2025, 6:56 am, sg 112 mg/dl, bg 61 mg/dl. A review of the dms data revealed that on 20th of nov, at 6:55 am, user's sg was 112 mg/dl and at 6:56 am bg was 61 mg/dl. Sensor glucose was not trending down at the time of the event. The user did not receive a low glucose alert at the time of event because the sg was above the alert level.the user did not seek medical treatment and resolved the event by ingesting a bowl of cereal. The user's hcp was not aware of the event; the user was advised to follow up with the hcp for further medical guidance.in an associated complaint associated with sensor inaccuracy,the user informed senseonics that the user's system showed results that were different from the glucometer measurements. The case was escalated to the next level of support for additional review. A review of the data management system (dms) showed variable glucose data with frequent sg/bg mismatch. The user was assisted with a sensor re-link as an initial troubleshooting measure. Upon monitoring the system for a few days post re-link, the user continued to experience discrepancies between sg and bg readings. A sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Upon receipt, a visual inspection and functional testing were performed, and no anomalies were observed. In-house testing on the returned sensor showed no malfunction.a review of in vivo sensor data showed optical instability in all sensing areas around the time frame of the reported sensor inaccuracies. This could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance.in an associated complaint ((B)(4)), the user reported pain, redness and irritation on the insertion site, which most likely contributed to the optical instability observed and consequent sensor inaccuracies. The user was provided with a replacement sensor as part of the resolution. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4310,22.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example was provided: on (B)(6) 2025 at 6:56 am est, sg 112 mg/dl and bg 61 mg/dl. A review of the data management system (dms) confirmed the same values at the reported time. Review of the alert history confirmed that the user did not receive a low glucose alert because the sensor glucose (sg) value did not fall below the configured low alert threshold. The user did not seek medical treatment and resolved the event by eating a bowl of cereal. The user's healthcare provider (hcp) was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. Per dms review, the user is not currently using the system after temporarily removing the transmitter due to inconsistent readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.